Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon that the olecranon plate broke. According to the op report the patient fell breaking there are and the plate.

Manufacturer narrative:
The reported incident that olecranon plate variax for left ulna 8 hole / l137mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to the fact that the patient fell down breaking again his arm and the plate. The device inspection revealed the following: the close up view of the broken surface is clearly indicating an overload breakage of the plate as the patient fell down breaking again his arm and the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the surgeon that the olecranon plate broke. According to the op report the patient fell breaking there are and the plate.